Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that plaque shift occurred. In (B)(6) 2015, the patient's qualifying condition was unknown and the patient did not experience myocardial infarction (mi) within 72 hours prior to procedure. Subsequently, the index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. Target lesion#1 was treated with pre-dilatation, which did not relieve the calcified stenosis. A cutting balloon was advanced but failed to cross the lesion. A 3.00x20mm emerge balloon was then placed and dilated with resolution of the stenosis but this compromised flow into the 1st diagonal as it closed due to plaque shifting. The diagonal was wired. A cutting balloon procedure was then performed down into the lad, followed by balloon angioplasty to the 1st diagonal. The diagonal had residual stenosis.